Event description:
There is a discrepancy with the expiration dates for the epidisc t.m perforation patch kit (ref 1417151) and epidisc otologic 8 mm (ref 1417151). The outer box and plastic sleeve have a different expiration date than that of the actual implant. In this case the implant was expired. I have 7 boxes that show an appropriate expiration date, with the internal implant being expired. Manufacturer response for epidisc t.m. And epidisc otologic 8 mm, (brand not provided) (per site reporter): medtronic restorative therapies group ent.